Event description:
Reportedly, unexpected complete loss of contact (eos) with reply dr pacemaker.

Event description:
Unexpected complete loss of contact (eos) with reply dr. (B)(6).

Manufacturer narrative:
The preliminary analysis did not reveal any overconsumption.

Event description:
Unexpected complete loss of contact (eos) with reply dr. (B)(6).